Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screwdriver broke off inside the patient and was unable to be removed from the patient, however was retained within the implant.